Manufacturer narrative:
It is noticed that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.

Event description:
Caller reporting discrepant low reading on one patient, one lot, one meter. (B)(6) inratio initial reading 6.3, repeat 1.5, second repeat 4.0. Testing performed within 2-3 minutes. Patient's therapeutic range 2.5-3.5.